Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states,. It is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient felt hyperglycemia symptoms like nausea and dizziness, but the blood glucose results were in normal range (no glucose values were provided). He went to the emergency room, but it is unknown if he received treatment. No more information was provided.